Event description:
The customer reported the differential test results for patient samples were flagged with an r (review results) flag intermittently when using the coulter hmx hematology analyzer with autoloader. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. The customer performed manual differentials and checked against the flagged differential test results. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the mixing chamber motor was faulty. The fse replaced the motor resolving the r (review results) flagging on patient results.